Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2008. She later experienced severe pain and discomfort in her groin, left thigh, and left hip-joint, inability to walk without pain and discomfort in her left thigh; infection and inflammation of bone and tissue surrounding the implant metallosis; lack of mobility; and chromium and cobalt metal toxicity. Pt will likely undergo revision in the near future.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.